Manufacturer narrative:
Philips received a complaint that on the pic ix indicating there was a patient death on (B)(6)2023, between 15:14 and 15:47. The staff stated they did not get the vfib or asystole alarms. The pic ix logs were pulled and reviewed, and it was confirmed that the pic ix alarmed and was silenced at 15:15. The mx40 associated with this event was evaluated and tested with a simulator device and is alarming fine with no issues. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The mx40 is reported in MFR report number 1218950-2023-00230.

Event description:
It was reported on (B)(6) 2023, the staff reported they did not hear alarms for ventricular fibrillation (v-fib) or asystole and the patient passed away. The customer requested a field service engineer (fse) come onsite to download clinical audit logs and obtain wave strips that was downloaded by biomed and submit for an official investigation. The fse went to the customer's site to gather logs and strips and test the equipment. Based on the philips rse clinical audit log review statement, it is confirmed the monitor did alarm vfib/vtach and the asystole alarm; however, it appears that it was silenced.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Follow up report to correct product information.